Event description:
Terumo received the following reported information: the device was inserted over a pilot 200 through a chronic total occlusion (cto) of the left artery descending (lad) that was heavily calcified. The lesion was treated with a 1.5 takeru before insertion of the m3. The m3 did not make it all the way down the vessel. After manipulation of the m3, it appeared that a portion of the tip of the m3 broke off and was in the vessel. Multiple micro catheters, wires, and balloons were used to open the lesion. The patient will be brought back in 2-4 weeks to cover the tip with a stent. It was believed the tip is in the sub intimal space of the lad. The blood loss was less than 250cc. The patient was stable. The device was not contaminated by infectious agents or anti-cancer agents.